Event description:
Initial result for a pt hcg was 1.17 miu/ml. When repeated three days later, the result was 54.22 miu/ml. The incorrect result did not cause pt harm. The account insisted they did not need a field svc rep dispatched since the incident occurred over a month before they reported it and they have not experienced a recurrence.